Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.